Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No add¿l info has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿

Event description:
Health professional reported an alleged lap-band ¿ leaking port.¿ the physician noted being unable to aspirate ¿all of the fluid back¿ that had originally been used for fills, and that it ¿felt like fluid was sucked back into band, yet couldn¿t get fluid back.¿ the pt reported they did not have ¿good restriction¿ and the physician ¿felt this was typical of a [leak].¿ the port was explanted and replaced.